Manufacturer narrative:
Batch review performed on 24 may 2018: lot 174321: (B)(4) items manufactured and released on 03 november 2017. Expiration date: 2022-10-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5 reference 01.29.201 (k112115); lot 172247: (B)(4) items manufactured and released on 30 august 2017. Expiration date: 2022-08-20. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Twenty days after primary the surgeon revised the patient for a suspected infection. Also if nothing grew up in the culture the surgeon revised head and liner for precaution.